Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the procedure done open/laparoscopically? Lap. What device was used for the proximal and distal transaction? Ec60a. What color reload? Gold. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand sewn. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Hand. Was the spike of the trocar inserted lateral or through the staple line? Through staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No was there any difficulty removing the device from the tissue? No, if yes, how many counter-clockwise revolutions were used to open the device? 1 1/2. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Visual. Did the operation change significantly as a result of the device issue? 30-40 additional minutes. What is the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? Yes if so, whom? Pa. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy procedure, malformed staples were observed after the device was fired. Another device was used to complete the procedure. The staple line was also over sewn. There was no adverse consequence to the patient. The device was discarded